Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 215 mg/dl. The customer stated that each time she attempts to fill the tubing a motor error occurs. Troubleshooting was initiated for the motor error alarm. The customer confirmed that the drive support cap looked normal and that the pump had not been exposed to a high magnetic field. Customer was assisted through the rewind process but received another motor error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement test. However, unable to prime the pump during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor was tested outside the device and it passed. The pump was received with minor scratches on the lcd window.